Event description:
Revision surgery - the patient and surgeon stated, there were high levels of chromium and cobalt in the patient's blood.

Manufacturer narrative:
Subpoenaed to court per representative.

Manufacturer narrative:
The reason for this revision was reported as high levels of chromium and cobalt in the patient's blood. The implants were in the patient for 7 years 5 month prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records (dhrs) showed no non-conforming material reports associated with the main contributor component listed in the complaint. The DHR evidences that all critical dimensions and specifications were met when released from djo surgical. A review of the product complaint report history showed there are 9 prior complaints against the metal-on-metal liner, part number 499-38-010. Of these, 2 complaints alleged some sort of reaction to the metal implant. A definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.